Manufacturer narrative:
The device was discarded by the customer/ not returned for investigation. Device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant bwi products used during the procedure: c3 nav variable lasso catheter (device was discarded by the customer/ not returned for investigation). Model #: d-1290-02-s, lot #: 15319075l. Webster 10 pole catheter (device was discarded by the customer/ not returned for investigation). Model #: d-1255-08-s, lot #: 15277139l. Halo catheter (device was discarded by the customer/ not returned for investigation). Model #: d-1160-37-s, lot #: 15463095l. (B)(4).

Event description:
It was reported that cardiac tamponade was observed during a procedure. The procedure performed was using a navistar ds catheter in the right atrium (approximately 60 points). Then approach was made to left atrium via the septum. Brockenbrough method was done with non-bwi catheter (ice catheter manufactured by boston scientific) using echo. After geometry anatomical mapping of left atrium (lspv, lipv, rspv, ripv, and left auricle) was created with a lasso 2515 nav catheter (the navistar ds catheter was used for the deep pulmonary vein and near mitral annulus, approximately 40 points). At that point the lasso 2515 nav catheter was in the rspv. Upon interchanging the navistar ds and the navistar thermocool catheters to start ablation, a drop in blood pressure was observed. Cardiac tamponade was diagnosed by echo. The procedure was completed after drainage. The patient returned to stable condition. The physician commented that it was unknown when the cardiac tamponade developed. The causality of the event was stated to be unknown. The patient condition had improved, prognosis was satisfactory.